Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. Hcp reported the pump flip was confirmed by x-ray. The patient was obese and it was causing issues with the placement of the pump. A new pocket was created and the same pump was placed. The patient later reported that after putting the pump in a sock and stitching to the tissue that sometimes the pump wasn't working, that there was either too much medication causing headache or not enough medication. Patient reported he got a personal therapy manager and had been controlling his boluses. System used to deliver fentanyl. Patient also stated he also had another drug which was a numbing agent.

Event description:
Additional information: additional information was received and reported "pump too deep not flipped". The patient outcome was reported as ¿no injury¿. The pump was delivering fentanyl and bupivacaine.

Event description:
It was reported when the patient went to have their first pump refill after initial implant, the pump had flipped and the health care provider (hcp) was unable to fill it. It was reported; "because of my weight and the way the fatty tissue is on the side or whatnot" the pump had flipped over "sometime toward the end of last (B)(6)." It was reported the patient had felt a "scratching" because the needle was not able to be inserted due to the pump being flipped. It was stated, "every time she touched it with a needle it felt like as if somebody was scratching open nerve right over my back to where my brain area is, I could almost hear it in my head." It was reported the hcp had to perform an emergency operation. The hcp opened the patient up, put the pump in a "sock", flipped it over, and stitched it on the inside "so it wouldn't move around." The medication being delivered via the device system at the time of this event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).